Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the ventilator provided a "system fault" message and when the patient's caregiver attempted to power the device off to clear the message, it continuously powered off and on and alarmed. In this state, the device would be inoperative. There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue. No further details about the patient were provided.

Manufacturer narrative:
H6: ventec further evaluated the removed cough assist valve, observing evidence that its linear actuator endcap epoxy had failed. Based on this new information, ventec has determined that the root cause of the reported issue was that the cough assist valve¿s linear actuator endcap epoxy had failed, resulting in the torn poppet ring.

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of the device being inoperative was confirmed. An internal inspection of the device was performed which revealed damage to the cough assist valve poppet. Ventec replaced the cough assist valve to resolve the reported issue. Proper device operation was then observed through functional and performance testing. The investigation determined that the root cause of the reported issue was that the rubber ring of the cough assist valve's poppet was torn.